Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that somewhere between the patient¿s implant date and (B)(6) 2017 the patient came into the emergency room with a fever. The caller reported that the medical note indicated a removal of the stimulator device with washed out of the pocket on (B)(6) 2017. It was clarified that the patient had a probable infection due to the battery replacement. The caller mentioned the patient came into the hospital on (B)(6) 2017 as well, but they had no information pertaining to why. It was noted the hcp was calling for MRI compatibility guidelines for the abandoned lead. No further complications were reported.